Manufacturer narrative:
This report is submitted on april 29, 2021.

Event description:
Per the clinic, after closing the operation site, there was concern that the silicon casing had been nicked. The site was re-opened, the device was explanted on (B)(6) 2021 and the back-up was implanted.